Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pacemaker mediated tachycardia (pmt) episode. Additional pmt episodes were observed which were prolonged and sustained. It was noted this patient had many paced beats in the forty beats per minute range. This patient has frequent premature ventricular contractions (pvc). Upon interrogation the left ventricular (lv) lead exhibited intermittent loss of capture (loc). Reprogramming was performed which showed better threshold and consistent capture. This crt-d remains in service. No adverse patient effects were reported.